Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure the site kept getting a recoverable fault on universal surgical manipulator (usm) 2. A technical support engineer (tse) verified 23087 error on armnet 2 calling out the proximal set up joint (suj). Prior to calling in, the site had stowed usm 2 to continue with arms 1, 3, and 4. The site continued with the procedure. The procedure was completed as planned with no indication of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal set up joint (suj) for the 23138 error. The system was tested and verified as ready for use. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product associated with this complaint to perform failure analysis (fa). The set up joint (suj) has been returned and evaluated by failure analysis. The error was confirmed in the field via system logs review and was replicated in house. The unit failed vertical encoder test. The complaint was confirmed based on failure analysis.